Event description:
It was reported that during the procedure, the fiber began emitting energy forward rather than laterally, rendering the procedure ineffective. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Two fiber cards were returned with the fiber, one of which likely belonged to the finishing fiber. Fiber card 1 indicated that the fiber was recognized by the console and was fired. A soft joule limit was also issued, which is not a failure; it is the point at which removal of the fiber from the console would invalidate further fiber usage. Fiber card 2 also indicated that the fiber was recognized by the console and was fired. Visual inspection identified a circumferential fracture at the distal side of the fiber/cap fusion zone. Severe detritus (charred tissue) was also noted, indicative of burying the fiber tip into tissue. The IFU cautions against burying or probing tissue with the device, as this can cause fiber damage. The fiber was tested with the hene (helium-neon) laser fixture, and no signs of breakage were observed along its length. Testing confirmed that the firing output rate was below the threshold for potential patient harm. The manufacturer reviewed all information and determined that this event no longer meets reporting criteria for the reported forward firing. No physical separation of the fiber was observed, and the distal circumferential fracture had a firing rate below the threshold for potential patient harm. A review of the device instructions for use (IFU) was completed and states that, to avoid greenlight fiber damage or breakage, the tip should not be buried in tissue, the device should not be used to retract or probe tissue, and it should not be bent at sharp angles. There was no evidence that the device was used in a manner inconsistent with the IFU. Additionally, no issues with the translation, wording, or graphics of the IFU were identified, and the reported complaint is addressed in the IFU. The review completed on the device history review (DHR) for this device confirmed that there were no manufacturing issues that could have contributed to any reported event. A risk review was completed and confirmed that the event of forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on analysis results, the interaction between the user and device likely caused or contributed to the observed fiber damage, therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during the procedure, the fiber began emitting energy forward rather than laterally, rendering the procedure ineffective. The procedure was completed using another of the same device. There were no patient complications.